Event description:
Caller reported blood glucose results of 207 mg/dl on the inform system and a lab result of 13 mg/dl within 10 minutes. Customer reported no pt symptoms, treatment or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.